Event description:
It was reported that there was a failure in the gas supply. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The standby button on the touch screen was not working. The membrane foil in the button was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The root cause of the failure has not been determined.